Event description:
On (B)(6) 2011, a home monitoring alert was rec'd indicating that this device was in the eos state. The pt was asked to report to the doctor's office; so that, an investigation of the alert could be performed. After investigation, it was determined that the device was in the eos state, and replacement of the device was recommended. On (B)(6) 2011 - this device was explanted on (B)(6) 2011 and was replaced with a medtronic device.